Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following the implantation of a distal femoral osteotomy system, the locking screws were discovered to have backed out of the plate. The patient underwent a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up is being submitted to relay additional information. Updated: h6 updated method 4119. H6 updated results 3221. H6 updated conclusion 4315. Reported event was unable to be confirmed due to limited information received from the customer and part and lot number of the involved component are unknown. Root cause was unable to be determined.